Manufacturer narrative:
Event is being reported as a reportable malfunction because this device has been the subject of a malfunction causing serious injury within the past two (2) years. Evaluation is in process but not complete. A follow-up medwatch report will be submitted upon completion.

Event description:
It was reported that the polyaxial driver was returned to the distributor's office, from the hospital, with a note indicating it needed to be replaced. The distributor's office noted upon receipt that the driver tip was broken. No information was available as to the cause of the fractured tip. No patient involvement was reported.